Event description:
I have been in close contact with omnipod for the last three months, complaining about an issue where the pods continue to fall off when water hits them, and causes a chemical like burn. The pods are suppose to last for three days before needing to be changed, but with this issue they are being changed every 6 hours to 24 hours at most. One night, water hit my pod during a shower (which these devices are suppose to be waterproof according to the company and showering is suppose to be ok) the pod fell off, I put a new one on but with all the issues it cause my sugars to reach life threatening levels and put me into dka where an ambulance had to rush me to the nearest emergency room in order to get better before it couldn't be reversed. After discussing this issue with omnipod they stopped reaching out to me and pretty much said it was my fault when I have months of recorded phone calls with them about the ongoing issues. FDA safety report ID# (B)(4).